Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported the device didn't work and they went to their health care professional (hcp) office (B)(6) 2016 and found out the device had a short circuit and was dead. The patient was going to have surgery. Additional information received from a company representative reported the patient noticed an elective replacement indicator (eri) message and it was confirmed at the hcp office on (B)(6) 2016. The device depleted in less than a year and there was an allegation/dissatisfaction in ins longevity. The impedances were checked and a short was located on 1 and 3 at <(><<)>30 ohms. Three days later it was further reported no symptoms were noted. The device was still at eri and needed to be replaced. The eri was a result of the short circuit. They were not aware of any new symptoms but "the surgery may not have provided the desired result&#56224;it was unknown if a surgery date was scheduled yet but they were assisting the neurologist the day after report with programming to see if they could program around the short. On (B)(6) 2016 the rep was going to meet to review possible programming options. The surgeon had realized the lead was frayed (not known if it was during the stage 1 or stage 2 procedure) but there was no frame present so the surgeon had to continue with the procedure with a secured boot over the compromised area. At that point, the impedances were good so they completed the surgery. Therapy continued to be good until (B)(6) 2015 when the short appeared. The surgeon was planning on revising the whole system but the neurologist requested to try and program around it. The impedances were tested at 0.7v: c/0 1751, c/1 1215, c/2 2028, c/3 1207, 0/1 1369, 0/2 2140, 0/3 1369, 1/2 926, 1/3 32, and 2/3 936 ohms. The ins showed end of service (eos) at 2.56v. The ins had been off since (B)(6). Please see manufacturer report #3004209178-2016-01515 for information on the patient's concomitant system.